Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernia. It was reported that after preperitoneal implant, the patient experienced adhesions, seroma, bulging, pain, hernia recurrence, mesh not completely incorporated and had retracted and shrunk. Post-operative patient treatment included revision surgery and mesh removal. The device had been used with physiomesh 20 x 25 cm on (B)(6) 2011.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia. It was reported that after implant, the patient experienced adhesions and recurrence. The device had been used with physiomesh 20 x 25 cm on (B)(6) 2011. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the implantation of a mesh for inguinal hernia. The patient underwent an additional surgical revision.